Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2014 was 600 mg/dl with large ketones levels, abdominal pain, polydipsia, polyuria, nausea, and dizziness. It was reported the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they had discontinued pump use, and there were no recent adjustments to the pump¿s settings. It was reported during troubleshooting that the basal delivery history did not match the user programmed basal rate setting. This complaint is being reported because the alleged adverse event was attributed to a pump malfunction.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 01/21/2014 with the following findings: the complaint was unable to be duplicated or confirmed. Review of the pump history revealed an unrelated replace cartridge alarm; the pump was then manually suspended on (B)(6) 2014 at 13:06 and resumed and primed at 15:23. The total daily dose history indicated the pump was delivering per user programming; no abnormal pump function was observed. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump successfully completed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.